Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. The unspecified primary plumset was being used to deliver 1l d5nm (eurosol-m in d5 water), for a duration of 16 hrs, at an unspecified keep vein open (kvo) rate, via a plum pump. After an unspecified length of time, it was reported that the male adapter of unspecified secondary tubing set was connected to the clave secondary port on the primary tubing set for a piggyback delivery of fluorouracil 900mg/1l, at a rate of 20cc/hr. No further programming parameters were provided. It was reported that at approx 0600, the pt's wife turned on the light in the pt's room. At this time, the pt's wife noted that between 100-150ml of solution had leaked onto the floor around the IV pole. The customer contact reported that the nurses stopped the delivery, opened the pump door, and noted that solution leaked from an unspecified location of the cassette of the primary tubing set. The physician was notified; however, no medical interventions were required. The solution that leaked was cleaned up according to the user facility's protocol. At an unspecified time, the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.